Event description:
The ge oec 9800 fluoroscopy system had reported poor image quality while imaging a 250# pt.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system needed a filament calibration that was performed to restore proper image quality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.